Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom). Manufacturer contacted customer within 24 hours urgent call as well as follow up phone calls to know whether customer has hyperglycemia symptoms as reported on the initial call, had on (B)(6) 2016; unable to make contact with customer; several follow up phone calls attempts made;unable to talk to customer. Letter sent.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 172, 190 and 210mg/dl. The customer's expected fasting blood glucose test result range is 75mg/dl- 110mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 190 and 210mg/dl. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history:(time/date no set correctly: (B)(6). Memory concern: high results. Customer educated of the product system proper storage environmental conditions. Customer states that had hyperglycemic attack on (B)(6) 2016 a week ago. Customer went to doctor's office; customer treated with insulin. No other information provided.